Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported the ventilator alarmed while in use with a patient and showed inop. The ventilator was on a patient and no additional harm was reported.

Manufacturer narrative:
G4:12feb2021; b4:23feb2021; h11:g5:k102985. H10:the unit was inspected by the customer's technician. The technician performed testing of the unit per the manufacturer¿s service manual and found that the ventilator passed all tests and was found to be within manufacturer¿s specifications for all parameters.they were unable to duplicate the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.